Manufacturer narrative:
Additional information: b5 additional product component: model number/catalog number 72400152. Serial number: null . Batch/lot number 567833001. Model/catalog description reservoir 65ml.

Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the cylinders of the prosthesis were not fully filled, possibly to fluid leakage.

Manufacturer narrative:
Device analysis: patient dissatisfaction and fluid leak were reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at a fold. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder leak. A cylinder fluid leak was confirmed. The product analysis confirmed the reported fluid leak. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported allegations can be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Reservoir analysis: patient dissatisfaction was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. Additional information: additional product component: model number/catalog number 72400152 serial number: null batch/lot number 567833001 model/catalog description reservoir 65ml.

Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the cylinders of the prosthesis were not fully filled, possibly to fluid leakage.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400152, serial number: null, batch/lot number: 567833001, model/catalog description: reservoir 65ml.

Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.